Event description:
The user facility reported that the nurse was performing a hard surface activation and the surguard safety needle bent. A photo was provided, but no lot number or product was saved. The patient was good and was not affected. There was no patient injury or medical intervention. The outcome of the procedure was good. No other devices were used with the involved product.

Manufacturer narrative:
Implanted date: device was not implanted, explanted date: device was not explanted. The root cause of the problem could not be identified. The actual sample was not available for evaluation. Lot history file and retention samples were unable to confirm since the lot of this complaint is unknown. Current lot samples were subjected to simulation through manual sheath activation with a one-handed technique using the three methods: finger, thumb, and hard surface. The safety needle was activated successfully and no bending of the cannula was encountered during and after sheath activation. The cannula was fully engaged on the sheath tooth-cannula and sheath wings-collar. Series of visual in-process inspections to detect an abnormality on the sheath that may lead to a problem during sheath activation. The molding condition of the components critical to the safety activation of the product is routinely checked to assure that no defects will be encountered that will lead to sheath activation problems and needle sticks. Similarly, the assembly status of the safety needle such as sheath collar fitting and damaged parts that will affect product function has been confirmed. Before shipment, qc conducts outgoing visual, sensory, and functional inspections to assure lots are of good quality. We advise to follow the instructions for use (IFU) indicated in the leaflet for the proper usage of sg3 safety needle in which warnings to prevent cautions and precautions are also included. (B)(4).